Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes with chronic salpingitis') and pelvic pain ('pelvic pain, constant, mild to severe at times') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine fibroids on (B)(6) 2016, stye (treated with blephamide) from (B)(6) 2015 to (B)(6) 2016, insulin resistance from (B)(6) 2013 to (B)(6) 2015, helicobacter pylori infection (treated with antibiotics) in 2008, ovarian cyst (right ovarian simple cyst; left ovarian complex cyst) on (B)(6) 2004, kidney stones in 2000, abdominal distension, parity 3, back pain, radicular pain, ear pain, constipation, arthritis, eye irritation, lumbar spondylosis (diagnosed on (B)(6) 2003), parakeratosis, leiomyoma of uterus, unspecified, bladder incontinence, multigravida and parity 3. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2004 to (B)(6) 2005; for gastroesophageal reflux disease: zantac. Concurrent conditions included factor v leiden mutation (diagnosed in 2001, heterozygous), overweight, migraine, factor xi deficiency (diagnosed on (B)(6) 2001), allergic reaction to analgesics, pelvic pain and genital bleeding. Concomitant products included acetylsalicylic acid (aspirin) since 2002, metformin from (B)(6) 2013 to (B)(6) 2015, omeprazole from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since 2005. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleed"), migraine ("migraines / headaches"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the salpingitis, depression, anxiety, psychological trauma and urinary tract infection outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea, abdominal pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in patient note- patient has essure not iud noted in reads below. Discrepancy noted in essure insertion date, it was given (B)(6) 2005 initially, but in current pfs (B)(6) 2002 was given received treatment for pelvic pain, abdominal pain, dysmenorrhea, genital bleeding. Pelvic pain decreased and abnormal bleeding stopped shortly after removal ((B)(6) 2016). Both tubal ostia visualized. 3 coils visible in left tubal ostia. The right side was more difficult to visualize due to tissue with edema. 3 coils visible in right ostia as per mr, discrepancy noted in date of insertion: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: due to constipation, sessile non bleeding polyp found in rectum, polyp removed. Computerised tomogram abdomen - on (B)(6) 2015: broken iud, then clarified as essure in correct location, no perforation; potentially torsed uterine fibroid. Investigation - on (B)(6) 2015: patient was seen for pain thought to be to degenerating fibroid, took anti-inflammatory meds, which led to gastric ulcer bleed and urgent admission with endoscopy, unable to be on nsaids now. Menses have been increasingly irregular and heavy. Pathology test - on (B)(6) 2016: specimen: bilateral fallopian tubes, uterus and cervix. Findings: fibroid uterus, normal anatomy. Ultrasound pelvis - on (B)(6) 2015: device seen in two separate components perforating the right and fundal myometrium; multiple fibroids; left ovarian complex cyst, likely physiologic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information, patient's medical history, event: fallopian tubes with chronic salpingitis and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforating the right and left fundal myometrium') and device breakage ('broken lud consisting of two components individually perforating the fundal myometrium') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine fibroids on (B)(6) 2016, stye (treated with blephamide) from (B)(6) 2015 to (B)(6) 2016, insulin resistance from (B)(6)2013 to (B)(6)2015, helicobacter pylori infection (treated with antibiotics) in 2008, ovarian cyst (right ovarian simple cyst; left ovarian complex cyst) on (B)(6)2004, kidney stones in 2000, abdominal distension, parity 3, back pain, radicular pain, ear pain, constipation, arthritis, eye irritation and lumbar spondylosis (diagnosed on (B)(6)2003). Previously administered products included for prevent pregnancy: mirena from (B)(6)2004 to (B)(6)2005; for gastroesophageal reflux disease: zantac. Concurrent conditions included factor v leiden mutation (diagnosed in 2001, heterozygous), overweight, migraine, factor xi deficiency (diagnosed on (B)(6)2001), allergic reaction to analgesics, pelvic pain and genital bleeding. Concomitant products included acetylsalicylic acid (aspirin) since 2002, metformin from (B)(6)2013 to (B)(6)2015, omeprazole from (B)(6)2015 to (B)(6) 2015 and paracetamol (acetaminophen) since 2005. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("pelvic pain, constant, mild to severe at times"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleed"), migraine ("migraines / headaches"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, depression, anxiety, psychological trauma and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in patient note- patient has essure not iud noted in reads below. Discrepancy noted in essure insertion date, it was given (B)(6) 2005 initially, but in current pfs (B)(6) 2002 was given. Received treatment for pelvic pain, abdominal pain, dysmenorrhea, genital bleeding. Pelvic pain decreased and abnormal bleeding stopped shortly after removal ((B)(6)2016). Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6)2015: due to constipation, sessile non bleeding polyp found in rectum, polyp removed. Computerised tomogram abdomen - on (B)(6) 2015: broken iud, then clarified as essure in correct location, no perforation; potentially torsed uterine fibroid. Investigation - on (B)(6) 2015: patient was seen for pain thought to be to degenerating fibroid, took anti-inflammatory meds, which led to gastric ulcer bleed and urgent admission with endoscopy, unable to be on nsaids now. Menses have been increasingly irregular and heavy. Pathology test - on (B)(6)2016: specimen: bilateral fallopian tubes, uterus and cervix. Findings: fibroid uterus, normal anatomy. Ultrasound pelvis - on (B)(6) 2015: device seen in two separate components perforating the right and fundal myometrium; multiple fibroids; left ovarian complex cyst, likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: pfs received. Reporter's information added. Event: uti were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, constant, mild to severe at times') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine fibroids on (B)(6) 2016, stye (treated with blephamide) from (B)(6) 2015 to (B)(6) 2016, insulin resistance from (B)(6) 2013 to (B)(6) 2015, helicobacter pylori infection (treated with antibiotics) in 2008, ovarian cyst (right ovarian simple cyst; left ovarian complex cyst) on (B)(6) 2004, kidney stones in 2000, abdominal distension, parity 3, back pain, radicular pain, ear pain, constipation, arthritis, eye irritation and lumbar spondylosis (diagnosed on (B)(6) 2003). Previously administered products included for prevent pregnancy: mirena from (B)(6) 2004 to (B)(6) 2005; for gastroesophageal reflux disease: zantac. Concurrent conditions included factor v leiden mutation (diagnosed in 2001, heterozygous), overweight, migraine, factor xi deficiency (diagnosed on (B)(6) 2001), allergic reaction to analgesics, pelvic pain and genital bleeding. Concomitant products included acetylsalicylic acid (aspirin) since 2002, metformin from (B)(6) 2013 to (B)(6) 2015, omeprazole from (B)(6) 2015 to (B)(6) and paracetamol (acetaminophen) since 2005. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleed"), migraine ("migraines / headaches"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea, abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and migraine had resolved and the depression, anxiety, psychological trauma and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in patient note- patient has essure not iud noted in reads below. Discrepancy noted in essure insertion date, it was given (B)(6) 2005 initially, but in current pfs (B)(6) 2002 was given received treatment for pelvic pain, abdominal pain, dysmenorrhea, genital bleeding. Pelvic pain decreased and abnormal bleeding stopped shortly after removal ((B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: due to constipation, sessile non bleeding polyp found in rectum, polyp removed. Computerised tomogram abdomen - on (B)(6) 2015: broken iud, then clarified as essure in correct location, no perforation; potentially torsed uterine fibroid. Investigation - on (B)(6) 2015: patient was seen for pain thought to be to degenerating fibroid, took anti-inflammatory meds, which led to gastric ulcer bleed and urgent admission with endoscopy, unable to be on nsaids now. Menses have been increasingly irregular and heavy. Pathology test - on (B)(6) 2016: specimen: bilateral fallopian tubes, uterus and cervix. Findings: fibroid uterus, normal anatomy. Ultrasound pelvis - on (B)(6) 2015: device seen in two separate components perforating the right and fundal myometrium; multiple fibroids; left ovarian complex cyst, likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, constant, mild to severe at times') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine fibroids on (B)(6) 2016, stye (treated with blephamide) from (B)(6) 2015 to (B)(6) 2016, insulin resistance from (B)(6) 2013 to (B)(6) 2015, helicobacter pylori infection (treated with antibiotics) in 2008, ovarian cyst (right ovarian simple cyst; left ovarian complex cyst) on (B)(6) 2004, kidney stones in 2000, abdominal distension, parity 3, back pain, radicular pain, ear pain, constipation, arthritis, eye irritation and lumbar spondylosis (diagnosed on (B)(6) 2003). Previously administered products included for prevent pregnancy: mirena from (B)(6) 2004 to (B)(6) 2005; for gastroesophageal reflux disease: zantac. Concurrent conditions included factor v leiden mutation (diagnosed in 2001, heterozygous), overweight, migraine, factor xi deficiency (diagnosed on (B)(6) 2001), allergic reaction to analgesics, pelvic pain and genital bleeding. Concomitant products included acetylsalicylic acid (aspirin) since 2002, metformin from (B)(6) 2013 to (B)(6) 2015, omeprazole from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since 2005. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleed"), migraine ("migraines / headaches"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the dysmenorrhoea, abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and migraine had resolved and the depression, anxiety, psychological trauma and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in patient note- patient has essure not iud noted in reads below. Discrepancy noted in essure insertion date, it was given (B)(6) 2005 initially, but in current pfs (B)(6) 2002 was given received treatment for pelvic pain, abdominal pain, dysmenorrhea, genital bleeding. Pelvic pain decreased and abnormal bleeding stopped shortly after removal (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: due to constipation, sessile non bleeding polyp found in rectum, polyp removed. Computerised tomogram abdomen - on (B)(6) 2015: broken iud, then clarified as essure in correct location, no perforation; potentially torsed uterine fibroid. Investigation - on (B)(6) 2015: patient was seen for pain thought to be to degenerating fibroid, took anti-inflammatory meds, which led to gastric ulcer bleed and urgent admission with endoscopy, unable to be on nsaids now. Menses have been increasingly irregular and heavy. Pathology test - on (B)(6) 2016: specimen: bilateral fallopian tubes, uterus and cervix. Findings: fibroid uterus, normal anatomy. Ultrasound pelvis - on (B)(6) 2015: device seen in two separate components perforating the right and fundal myometrium; multiple fibroids; left ovarian complex cyst, likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review the events "uterine perforation" and "device breakage" were deleted since apparently the CT images had been misinterpreted initially be the ed (emergency department) physician and the gynecologist was able to clarify that the seemingly broken und embedded/perforating iud were in fact the two essure devices (correctly positioned in the junction of the uterine cornu and the fallopian tubes, thus appearing to perforate the uterine wall). The mirena was confirmed in medical record to have been removed intact in the past before essure insertion. The event pelvic pain was upgraded to serious event since the essure was removed due to pelvic pain; outcome of event pelvic pain assessed as recovering/resolving (reported to have decreased since removal of essure). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken lud consisting of two components individually perforating the fundal myometrium'), embedded device ('perforating the right and left fundal myometrium') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids on (B)(6) 2016, kidney stones in 2000, abdominal distension, pregnancy, back pain, radicular pain, ear pain, constipation, arthritis and eye irritation. Previously administered products included for gastroesophageal reflux disease: zantac; for prevent pregnancy: mirena. Concomitant products included acetylsalicylic acid (aspirin) since 2002, metformin from (B)(6) 2013 to (B)(6) 2015, omeprazole from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since 2005. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery ((B)(6) 2016-hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in patient note- patient has essure not iud noted in reads below. Discrepancy noted in essure insertion date, it was given (B)(6) 2005 initially, but in current pfs (B)(6) 2002 was given received treatment for pelvic pain, abdominal pain, dysmenorrhea, genital bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events abdominal pain, dysmenorrhea, gen. Abnormal. Bleed were added. Updated outcome of events abdominal pain, dysmenorrhea, pelvic pain, genital bleeding, migraine, headaches to recovered/resolved. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforating the right and left fundal myometrium') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine fibroids on (B)(6) 2016, stye (treated with blephamide) from (B)(6) 2015 to (B)(6) 2016, insulin resistance from (B)(6) 2013 to (B)(6) 2015, helicobacter pylori infection (treated with antibiotics) in 2008, ovarian cyst (right ovarian simple cyst; left ovarian complex cyst) on (B)(6) 2004, kidney stones in 2000, abdominal distension, parity 3, back pain, radicular pain, ear pain, constipation, arthritis, eye irritation and lumbar spondylosis (diagnosed on (B)(6) 2003). Previously administered products included for gastroesophageal reflux disease: zantac; for prevent pregnancy: mirena. Concurrent conditions included factor v leiden mutation (diagnosed in 2001, heterozygous), overweight, migraine, factor xi deficiency (diagnosed on (B)(6) 2001) and allergic reaction to analgesics. Concomitant products included acetylsalicylic acid (aspirin) since 2002, metformin from (B)(6) 2013 to (B)(6) 2015, omeprazole from (B)(6) 2015 and paracetamol (acetaminophen) since 2005. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("pelvic pain, constant, mild to severe at times"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage ("broken lud consisting of two components individually perforating the fundal myometrium"), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, depression, anxiety and psychological trauma outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in patient note- patient has essure not iud noted in reads below. Discrepancy noted in essure insertion date, it was given (B)(6) 2005 initially, but in current pfs (B)(6) 2002 was given. Received treatment for pelvic pain, abdominal pain, dysmenorrhea, genital bleeding. Pelvic pain decreased and abnormal bleeding stopped shortly after removal ((B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: due to constipation, sessile non bleeding polyp found in rectum, polyp removed. Computerised tomogram abdomen - on (B)(6) 2015: broken iud, then clarified as essure in correct location, no perforation; potentially torsed uterine fibroid. Investigation - on (B)(6) 2015: patient was seen for pain thought to be to degenerating fibroid, took anti-inflammatory meds, which led to gastric ulcer bleed and urgent admission with endoscopy, unable to be on nsaids now. Menses have been increasingly irregular and heavy. Pathology test - on (B)(6) 2016: specimen: bilateral fallopian tubes, uterus and cervix. Findings: fibroid uterus, normal anatomy. Ultrasound pelvis - on (B)(6) 2015: device seen in two separate components perforating the right and fundal myometrium; multiple fibroids; left ovarian complex cyst, likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken lud consisting of two components individually perforating the fundal myometrium') and embedded device ('perforating the right and left fundal myometrium') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't underwent essure confirmation test". The patient's medical history included fibroids on (B)(6) 2016, kidney stones in 2000, abdominal distension, pregnancy, back pain, radicular pain, ear pain, constipation, arthritis and eye irritation. Previously administered products included for gastroesophageal reflux disease: zantac; for prevent pregnancy: mirena. Concomitant products included acetylsalicylic acid (aspirin) since 2002, metformin from (B)(6) 2013 to (B)(6) 2015, omeprazole from (B)(6) 2015 and paracetamol (acetaminophen) since 2005. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). The patient was treated with surgery ((B)(6) 2016 - hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, migraine, depression and anxiety outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, embedded device, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: in patient note - patient has essure not iud noted in reads below. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, historical drug, concomitant drugs were added. Updated suspect drug indication. Events broken lud consisting of two components individually perforating the fundal myometrium, perforating the right and left fundal myometrium, vaginal bleeding, menorrhagia, migraines / headaches, depression, mental anguish and plaintiff didn't underwent essure confirmation test added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.